Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high pacing impedance after multiple attempts of resetting the lead and redeploying the helix. The rv lead was not implanted and the physician asked for a new lead which was placed in a similar area with normal impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.